Event description:
Information was received that a smiths medical smiths medical medfusion 4000 wireless pump had a motor rate error pump came in for a motor rate error and when it was returned it still is giving a motor rate error. No adverse patient effects were reported.